Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Date of event: only month and year known, assumed 1st day of month ((B)(6) 2015) additional information was requested and the following was obtained: did the device deliver any staples? Yes, staples were deployed on specimen side and patient side. If yes, were the staples formed properly? Staples on specimen side were formed properly. Staples on patient side were not formed at all, still in original form straight legged if yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? Yes. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 2nd firing. What was the product code for the cartridge that was being used? Rep thinks it was ecr60d, it was returned with the device..

Event description:
It was reported that during an unknown procedure, ¿half of the load did not fire.¿ caller had no further details, but additional information may be available from or staff. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge reload present. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.